Event description:
A peritoneal dialysis (pd) patient's contact reported the cassette had a fluid leak. The patient went through with treatment and went to hospital as a precautionary measure. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using their cycler. The patient contact that the fluid leak occurred from the cassette and did not come in contact with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the patient did go to the hospital as a precautionary measure and received prophylactic antibiotics (specifics unknown). The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
H3 plant investigation: two actual samples and 7 companion samples from the customer with original package identified were received. During visual inspection one actual sample was missing a filter from patient connector cap. The second sample was found acceptable; no missing components or damages were noticed. The companion samples were visually inspected and were found acceptable, no missing components or damages were noticed. In addition, the companion samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed during sample evaluation with one actual sample.

Event description:
A peritoneal dialysis (pd) patient's contact reported the cassette had a fluid leak. The patient went through with treatment and went to hospital as a precautionary measure. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using their cycler. The patient contact that the fluid leak occurred from the cassette and did not come in contact with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the patient did go to the hospital as a precautionary measure and received prophylactic antibiotics (specifics unknown). The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.